Event description:
Info provided to the MFR on (B)(6) 2012 stated: the ivc filter delivery system was introduced via femoral approach per the IFU. Filter was deployed into position, but filter did not open, it remained compressed. Physician then decided to retrieve the filter via jugular approach using gunther tulip retrieval system. When wire was advanced and made contact with filter it then sprung open. Retrieval was removed and the filter was left in place.

Manufacturer narrative:
Difficult deployment is not specifically listed in the instruction for use. Event is still under investigation.